Event description:
It was reported that pump housing around usb port was damaged, causing difficulty charging and making pump no longer watertight, though pump had not yet shut down. There was no reported impact to the customer¿s blood glucose level. Customer continued using current pump while planning to rely on alternate method if needed, and technical support arranged shipment of replacement pump under warranty.